Manufacturer narrative:
H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-18: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call on 5-nov-2020 to ensure the initial concern is resolved - able to establish contact with customer who did not had any symptoms related to diabetes. Customer stated that he had contacted his doctor and has an appointment 11/06/2020. Customer had performed a blood test at night using the meter and had obtained a result of 280 mg/dl. Note 2: manufacturer contacted customer in several follow-up calls after the last contact - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for dead meter, however during the call a back to back blood test was performed by the customer (fasting) and produced results of hi using meter. The customer¿s expected morning fasting blood glucose test result range is 140-150 mg/dl and expected afternoon fasting blood glucose test result range is 170-180 mg/dl. The customer feels well and did not report any symptoms. Customer stated that he was going to contact his doctor and declined to troubleshoot further.